Event description:
Update 12/29/2014- pfs and medical records received. This complaint is legal. Pfs alleges pain, popping noises, and inflammation. After review of the medical records for MDR reportability, the patient was implanted with a depuy hip on (B)(6) 2007 and revised on (B)(6) 2013. The revision operative note indicated corrosion under the femoral head. Lab results from (B)(4) 2011 indicate the metal ions levels were below 7 ppb. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).